Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. A device history record (DHR) review was performed for the subject device lot. The review revealed no complaint related anomalies. The device history record shows this lot of 2.0mm drill bit with quick coupling parts were processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the 2.0mm drill blank device history record revealed this lot met all specifications with no non-conformance noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The complaint determined to be not confirmed based on the DHR review only. No device was returned for dimensional inspection. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a drill bit broke during a procedure. The surgeon was drilling through a 2.7/3.5mm variable angle locking compression plate lateral distal humerus plate when the drill bit broke. There was a reported three minute surgical delay. The broken bit fragment was not retrieved from the patient's distal humerus. The drill bit may have made contact with an existing screw while drilling and excessive pressure on the drill bit may have caused failure. It was reported that the procedure was successfully completed. This report is 1 of 1 for (B)(4).